Event description:
Customer reported the system will not complete boot up and displayed a generator error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and reseated connector contacts on the monoblock. System operates as intended.